Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed the self test, active current measurement and displacement test. However, pump failed with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was with out spec range. No unexpected battery power loss, low battery alert during testing. However, found in the pump history a low battery alerts on 02/06/2025 05:17:00.000, 02/10/2025 09:09:00.000 due to esd latch-up on an ic (excess load is placed on the vcc rail). Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No blank display during testing. Pump failed with a high sleep current measurement and received with unexpected low battery alarms in the pump history due to esd latch-up on an ic (excess load is placed on the vcc rail). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.